Event description:
Pt had a c3-c4 interior cervical discectomy, dural repair, c3-c4 interbody cage with inter body fusion and internal fixation with local bone graft. Surgeon used a implant (cage) manufactured by ldr medical implant roi-c 12x14 h6 mm cage. Lot # 875212000. Per surgeon, immediately post op, pt was not able to move his extremities, he was taken to MRI, which showed hardware impingement on the spinal cord. Pt was taken back to surgery for removal of hardware, pt now has minimal movement of lower extremities and no movement of arms. Surgeon relates this to a catastrophic failure of the cage. (B)(4). (B)(6).